Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a PICC. The customer reported the dual lumen catheter infiltrated. The PICC was inserted and in use for four days, prior to it infiltrating. The PICC was removed and another inserted on the opposite limb.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.